Event description:
The customer reported the system "screen goes black though it still shows a technique, and then they cannot take any more pictures. Intermittent issue." The system was intermittently unable to perform fluoroscopy. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.